Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
The pt had an unspecified size vascu-guard implanted for carotid endarterectomy. The procedure was reported to be "uneventful, with no post-op issues." Approx 5 months post procedure, the primary care physician reported that the pt developed a systemic rash/hives 1 month post procedure which subsided with prednisone therapy, but returned when prednisone levels decreased. The pt was referred to an allergist, however, the results from allergy testing are unk.